Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not vibrate or beep. Customer's blood glucose was 465 mg/dl at the time of incident and treated with the pump. Customer also indicated that the batteries lost power, alarmed battery out limit and no delivery. Troubleshooting ran a self test and the pump was able to beep and vibrate. Customer ended the call at this point and said they were thirsty and hung up. Any further troubleshooting was unable to be done.